Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: it was received for analysis a labeled winding former with a undispensed suture and a detached needle of product code 3976, lot mgj621. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. Marks could be observed on the edge of the needle that appears to be by the use of a surgical instrument. Also, remnant of the suture was observed into the barrel hole. The end of the suture was noted cut appear to be by use of a surgical instrument. To avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the tip. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause suggests an improper handling of the sample. Representative samples of product code 3976, lot mgj621 were received for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the conditions of the sample received, suture needle pull off was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date in 2019 and suture was used. The suture deswaged on routine use. It is unknown what was used to complete the procedure. There were no adverse patient consequences reported.